Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, suspected rupture, wound infection, generalized illness. H6 health effect - clinical code e2402: generalized illness . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 620cc mentor memoryshape breast implant prosthesis. Post-operatively, the patient was bit by a spider which caused cellulitis of the right nipple. Afterwards, magnetic resonance imaging was performed which indicated a ruptured right breast implant and a prominent right axillary lymph node. A skin biopsy of the right breast was also performed which indicated free silicone. During a consultation with a medical professional, the patient reported left breast pain, not feeling well, vision changes, difficulty swallowing, cough, abdominal pain, vomiting, change in appetite, dizziness, frequent headaches and migraines. Subsequently, she was diagnosed with bilateral baker grade IV capsular contracture. As a result, the patient underwent bilateral removal and replacement with 685cc mentor memorygel boost breast implants on (B)(6) 2023. However, the removed implants were reported to intact. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-12838 for the contralateral event.

Manufacturer narrative:
On october 31, 2023, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection, leak testing, and microscopic examination of the device. During the visual analysis of the breast implant no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). On november 06, 2023, mentor became aware that information was inadvertently omitted from the initial report. As the device was received, the following information should have been included. H6. Type of investigation: testing of actual/suspected device (b01) h6. Investigation findings: results pending completion of investigation (c21) h6. Investigation conclusions: conclusion not yet available (d16) manufacturer¿s reference number: (B)(4). In the initial, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions should have include testing of actual/suspected device (b01), results pending completion of investigation (c21), and conclusion not yet available (d16), respectively, as the device was received for analysis.